Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a prolapse surgery with vaginal mesh procedure. According to the complainant, during the procedure, "it was broken." The event description failed to clarify how the device was broken as all other information is unknown. The event description may suggest that the needle carrier broke. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned capio slim suture capturing device revealed that the carrier was slightly bent, consistent with the report that the capio device was ¿broken¿ in some way. However, the carrier was only bent, not broken/detached. The carrier started out of the capio head slightly bent but righted itself to the cage when fully activated which would cause the carrier to stay off center when used in bodily tissue, preventing the dart from being caught in the cage. There was debris inside the cage. The pfr mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a prolapse surgery with vaginal mesh procedure. According to the complainant, during the procedure, "it was broken." The event description failed to clarify how the device was broken as all other information is unknown. The event description may suggest that the needle carrier broke. Should additional relevant details become available, a supplemental report will be submitted.